Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a coagulum formation occurred on the proximal side of the distal electrode. The returned device was visually inspected and brownish red material, seemingly like biological material was found at the proximal end of tip dome. However, during a second visual inspection during the analysis, this finding was not present, as it might gotten lost during the decontamination process or while sending the catheter back for analysis. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint has been confirmed since dried biological material was observed at the tip of the catheter. However, the catheter was found within specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a coagulum formation occurred on the proximal side of the distal electrode. The coagulum was discovered at the end of the case when the catheter was removed from the body. The patient received IV heparin during the procedure as an anticoagulant. There were no error messages or any product problems noted. During the procedure, the generator was in power control mode and the power varied between 25-35 watts. The maximum temperature cut-off was set to 50°c and noted temperature was around 30-40°c. The impedance was between 110-140 ohms. The procedure was completed with no patient consequence. This event is MDR reportable because coagulum has poor adherence to catheters therefore it could be a potential source of embolism.